Manufacturer narrative:
The reported event of over sensing and lead damage were confirmed. As received, a complete lead was returned in one piece. During electrical tests a short was noted. Destructive analysis was performed and visual inspection found external insulation abrasion due to friction to the device can damaging the ring electrode cable lumen and inner coil lumen proximal to the suture sleeve tie impression. The ethylene tetrafluoroethylene (etfe) cable coating of one ring electrode cable and polytetrafluoroethylene (ptfe) liner of the inner coil were damaged in this location. The cause of the of the reported event was isolated to the abrasion damaging the ptfe liner and the etfe cable coating of the one ring electrode cable.

Event description:
During a remote follow-up, episodes of oversensing were noted on the right ventricular (rv) lead. Technical support was contacted and determined the oversensing was due to myopotentials. Insulation damage of the rv lead was suspected but not confirmed. The rv lead was explanted and replaced to resolve the event. Furthermore, the device was near elective replacement indicator and was replaced. The patient was stable. Related manufacturer report number: 2017865-2021-12083.